Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a time/date reset issue. On an unspecified date, the patient¿s blood glucose reading was at 450 mg/dl with symptoms of dehydration (dizzy, lightheaded), excess urination (polyuria) and extreme drowsiness/difficulty waking up/confusion. The patient did not report receiving any treatments above and beyond the usual routine of diabetes care and management and allegedly remained on pump therapy without recent adjustment to the pump settings. Customer support reviewed the time/date reset issue with the reporter and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.